Manufacturer narrative:
The insulin pump had intermittent button response and alarmed for a button error due to corroded keypad traces. No unexpected audio or vibration anomalies were noted. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a broken belt clip slot at the battery tube threads area and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer's insulin pump alarmed button error. The alarm cannot be cleared. Customer was at the beach and the weather is humid. Customer's blood glucose was unknown. Customer stated she felt like she had high blood glucose so she took a manual injection. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.